Event description:
It was reported that noise was observed on both the atrial and ventricular channels. The noise was also oversensed on the ventricular channel and led to hv therapy. Both leads were capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.